Event description:
The manufacturer became aware of an allegation that an end user developed a dizziness and/or headache; lung disease while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.